Event description:
New information was received. The doctor evaluated the flap under the slit lamp and mentioned that it looks like the flap was too thin. Two company representatives were concerned about the room conditions and the poor laser condition as well. Two weeks post-operatively flap thickness was measured with optical coherence tomography and was as planned. Videos from the surgery were reviewed and no concerns were found. Company representative could not see an issue with the device.

Manufacturer narrative:
Additional information provided in b.5., b.6., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A professor reported that flap was too thin on both eyes. Surgery was completed. Additional information was requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.